Event description:
During an in clinic follow up, the device was unable to be interrogated using bluetooth (ble) telemetry. Technical support was contacted and recommended device replacement to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.